Manufacturer narrative:
The device history record was reviewed and indicated the product was released accomplishing all quality standards. No samples were returned for evaluation however retained devices were inspected; the reported issue was observed. No abnormal conditions were found in our process that could trigger this issue. All information received will be used for tracking and trending purposes and we will continue to monitor.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported electrodes were identified with the gel peeling from pads. These were opened when wellington hospital was checking the pads across the hospital when the issue was first identified. All the pads opened have the gel issue.